Manufacturer narrative:
(B)(4). The device was returned inside its package previously opened. The tyvek and the blister from the package were visually inspected and no damages were found; in addition, the seal was inspected and there is evidence that the package was properly sealed. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the packaging process

Event description:
It was reported that before an unknown procedure, they discovered that the blister was damaged and then the device was not sterilized. Another device was used to do the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.